Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this crt-d was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this crt-d was explanted and replaced. No additional adverse patient effects were reported. This crt-d has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.